Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open - locked) associated with the clip opening during deployment was due to resistance on the lock line. The cause of the reported mechanical jam (lock line - inability) associated with the lock line resistance could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a lock line jam and a clip that opened while locked. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr). During a mitraclip procedure, an xtw grasped the anterior and posterior leaflets (a2p2). It was decided to continue to deployment. As the lock line was being pulled the clip began to open while locked. The clip opened from 20 degrees to 120 degrees. Additionally, only half of the lock line could be removed, as there was significant resistance. The clip was unlocked, inverted, and pulled into the left atrium with the clip delivery system (cds). The clip was then closed and removed from the anatomy. A second xtw completed the procedure. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.